Manufacturer narrative:
UDI: (B)(4). Concomitant med products: k-wire device. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was damaging/breaking the k-wire device. The device also failed pretest for check the largest diameter, check the clamps, check the cannulation and check status of development. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the quick coupling device for the compact air drive was damaging and breaking the k wire devices. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.